Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out, the physician noted the right atrial lead was fractured. The lead became stuck in the header of the device. The physician cut and capped the lead to remove the device. The patient was stable post procedure.